Manufacturer narrative:
The subject device underwent visual and functional inspections at the repair center. The customer allegation was not confirmed. It was determined that the product specifications were met. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The reported risk/harm is addressed in the instructions for use (IFU): handling and general precautions- warning: the electrical contacts of the video connector and their surroundings should be wiped dry with a dry gauze and connected to the video system center in a sufficiently dry condition. Also, make sure that the electrical contacts are clean before connecting them. Use of the equipment with wet or dirty electrical contacts may result in equipment malfunction or endanger the safety of the patient or surgeon. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the camera head was "not working and showing error as clean the video connector plug." There were no reports of patient or user harm associated with this event.